Event description:
Information was received indicating that a smiths medical pump was alarming "no disposable - clamp tubing". The pump had a residual volume of 58.9ml when pumping at a rate of 1.4ml/hr. 7.1mls were administered to the patient before the alarm occurred. The patient was not affected. There was air in the tubing. There were no reported adverse events.